Event description:
On may 28th 2024 fujifilm healthcare americas corporation was informed of an event involving ec-760s-v/l. It was reported that the distal portion of scope came completely apart at the bending section during a procedure. The staff deny any mishandling and state it happened when regularly using and turning the knobs during a procedure. There was no patient harm or injury reported. No additional information was provided. The report is being submitted in an abundance of caution.

Manufacturer narrative:
Ref comp #(B)(4).